Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia on while on insulin pump therapy with blood glucose measuring 500-600 mg/dl. The reporter stated that the patient demonstrated signs and symptoms of having a cold, not caused by the blood glucose excursion and had a change in medication. The distributor did not provide information regarding treatment of the reported hyperglycemic event. The distributor replaced the pump to the patient at the insistence of the patient's health care provider. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy with signs and symptoms of a cold and a change in medication. An inaccurate delivery issue with the pump is cited due to the health care provider's insistence that the pump be replaced.

Manufacturer narrative:
Follow-up #1: date of submission 03/02/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2016 with the following findings: review of the daily insulin delivery totals was found to correctly reflect user's programmed basal rates. On investigation, the pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. There were no delivery interruptions, errors, warnings or alarm during testing. Investigation did not duplicate the complaint and the pump was found to be delivering per the required specifications without malfunction. Unrelated to the original complaint, investigation noted damage to the pump case near the upper right corner between the display lens and the cover.

Manufacturer narrative:
Follow-up #2 date of submission 03/29/2016-additional information: additional device evaluation was performed on 03/04/2016 with the following findings:a review of the black box indicated that the pump was not in use from (B)(6) 2015 21:21 until (B)(6) 2016 01:04. The bolus history indicated two occlusion alarms that resulted in interruption of bolus delivery; one on (B)(6) 2015 19:04 and another on (B)(6) 2015 19:54.